Event description:
It was reported that a patient with this ingevity lead exhibited a high out of range pacing impedance measurement of greater than 3000 ohms. No changes have been made and the lead remains in service. No adverse patient effects were reported.